Event description:
Additional information was provided from the healthcare provider indicated important patient information. No further complications have been reported.

Manufacturer narrative:
Concomitant medical products: product ID 8731 serial# (B)(6) implanted: (B)(6) 2005 product type catheter medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 8731, serial#: (B)(4), implanted: (B)(6) 2005, product type: catheter. Other relevant device(s) are: product ID: 8731, serial/lot#: (B)(4), ubd: 09-aug-2007, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving dilaudid via an implanted pump. On (B)(6) 2020 the patient reported that the old catheter was left in her body during the procedure on (B)(6) 2018 (see manufacturer¿s report # 3004209178-2018-24610 and it got infected and caused her a great deal of pain. Per the patient, it was ¿right afterwards a month later or 2-3 weeks,¿ when she was sitting in a car it would bother her when her back would hit the back of her seat and she had pain there in her lower back so the nurse tried to withdraw fluid and it just hurt her. Then another nurse ¿saw this white thing sticking out of my back so they called the pain clinic and they pulled the catheter out it was 8 inches long.¿ she stated that they had to pay the hospital because she had to go twice. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.